Event description:
It was reported that during a stenting treatment procedure, removal difficulties and a shaft break occurred. The target lesion being treated was located in the calcified mid right coronary artery (rca). A 3.00x24mm promus element plus stent delivery system (sds) was advanced to the rca. Resistance advancing the sds was experienced. Upon reaching the lesion location, the sds was inflated to 4 atms and would not hold pressure and blood was flowing back into the catheter. It was decided to remove the sds via the guide catheter, however, the sds could not enter the guide catheter lumen as the balloon was still inflated slightly. The physician pulled on the sds and it broke. The proximal portion of the sds catheter was withdrawn normally and the distal portion of the catheter was removed using a snare. The procedure was not completed due to this event and the patient will be returning at a later date for treatment. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified a shaft break at the hypotube bond 36cm from the tip. The balloon could not be inflated due to this break. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also severely damaged and stretched and was entirely misaligned. The balloon was also full of solidified blood and this was also present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. Kinks were also identified along the entire length of the hypotube. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure removal difficulties and a shaft break occurred. The target lesion being treated was located in the calcified mid right coronary artery (rca). A 3.00x24mm promus element plus stent delivery system (sds) was advanced to the rca. Resistance advancing the sds was experienced. Upon reaching the lesion location the sds was inflated to 4 atms and would not hold pressure and blood was flowing back into the catheter. It was decided to remove the sds via the guide catheter, however the sds could not enter the guide catheter lumen as the balloon was still inflated slightly. The physician pulled on the sds and it broke. The proximal portion of the sds catheter was withdrawn normally and the distal portion of the catheter was removed using a snare. The procedure was not completed due to this event and the patient will be returning at a later date for treatment. No patient complications were reported.